Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer change the pump supplies and resumed insulin delivery. The customer's blood glucose (bg) level was 530 to 580 mg/dl range. The elevated bg was addressed by a correction injection via manual insulin therapy.